Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to dirt on electrical contact of endoscope connector, e315 incompatible scope error occurred. However, the most probable cause for dirt on electrical contact could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited dirt on electrical contact of endoscope connector and e315 incompatible scope error. There was no patient involvement.